Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a 23"-6 mm infusion set, with blood glucose peaking at 388 mg/dl and remaining above 180 mg/dl for approximately three hours, and device alerts for values above 300 mg/dl for more than 90 minutes; no back-up therapy, ketone testing, steroid use, medical intervention, or assistance was reported, and glucose levels subsequently returned to target. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization and no need for third-party assistance. Investigation included review of user-reported metrics and device alert history, as well as assessment of post-event glucose normalization. Investigation of this case revealed that the device functioned as designed with alerts issued, glucose levels recovered without intervention, and no device malfunction or component failure identified; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.